Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During inspection and testing of the returned device, service could not reproduce or confirm the customer¿s reported image issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: damage to the charge coupled device (ccd) unit. Sliding error of movable l-range that occurred in the zoom scope. Image occurred within the allowable range. Damage or deformation of the connector the event can be detected/prevented by following the instructions for use: operation manual, inspection of the endoscopic system, operation manual important information ¿ please read before use. Warnings and cautions: during the device evaluation, service found the electrical connector had corrosion due to fluid ingress. The connecting tube demonstrated deterioration. The image guide protector and universal cord were dirty. Due to corrosion on the switch box, switch 1 and switch 5 did not work. The coil pipe and light guide hose were peeling. The rubber was leaking, the light guide lens was broken, the sheath was leaking, and switches were worn. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the subject device displayed a blurred image on the monitor. There was no patient or user injury reported. The device was returned to an olympus service center for evaluation.